Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastr ointestinal/pelvic floor. It was reported the patient's (pt) devices were supposed to last for 5-10 years but theirs had only lasted for 3 years. No pt symptoms reported. Additional information has been requested regarding interventions and pt outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that her first interstim was replaced after she passed out and fell. It shifted which was why the healthcare provider (hcp) replaced the implantable nuerostimulator (ins) and lead. Patient did not have additional information regarding the device shifting. Patient indicated she was diagnosed with meniere¿s disease in 2006 which was prior to the implanted interstim system. She got dizzy and it affected her equilibrium which was why she fallen. There were no further complications that have been reported as a result of this event.